Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported there was a power enclosure failure. The system did not shut down correctly, it was cycling power to the system and draining batteries when the system was left unplugged. All batteries and power enclosure module were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure was returned to the manufacturer for analysis. After visual/physical examination and functional testing, the reported event was confirmed as there was an electrical failure with this component. The hardware investigation found that the reported event was related to a hardware issue. The tray 4 battery was returned to the manufacturer for analysis. After visual/physical examination and performance testing, the reported event was confirmed as there was an electrical failure with this component with low voltage. The hardware investigation found that the reported event was related to a hardware issue. The tray 2 battery was returned to the manufacturer for analysis. After visual/physical examination and performance testing, the reported event was confirmed as there was an electrical failure with this component with low voltage. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No evaluation was available on the date of filing. No components had been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that a site technician noticed the system was unplugged, when they plugged it in they found it wasn't charging after it was plugged in for 2 hours. There was no patient present.